Manufacturer narrative:
Samples received from lot # 7023681 and 7100843. Additional lot number received: medical device lot #: 7100843, medical device expiration date: unknown, device manufacture date: 04/10/2017. Results - customer returned (20) 3/10cc, 6mm, 31g syringes in sealed poly bags from lot # 7023681 and (22) 3/10cc, 6mm, 31g syringes (12 in open poly bags, 10 in a sealed poly bags) from lot # 7100843. Customer states that the scale markings are off. All returned syringes were tested using the plug gauge and all scale markings fall within specifications. A review of the device history record was completed for batch # 7023681 all inspections were performed per the applicable operations qc specifications. During production of the above listed batches, there were three (3) notifications initiated for related defects found during in-line inspections: qn# (B)(4). All affected product associated with the above notifications and verified to be rejectable was dispositioned prior to closure of the notifications. Also, a review of the device history record was completed for batch # 7100843 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] for unrelated issues noted during review of documentation from production of the above listed batches conclusion - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a 6 mm bd¿ insulin syringe had incorrect scale markings. This was noticed before use and there was no report of injury or medical interventions.